Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.61 with a charge time of 24.1s. The health care professional calling about the device expressed concern on the extended charge time. Tech services discussed the mid-life display of replacement indicators advisory (communicated on (B)(6) 2007). The device later reached end of life (eol) due to charge time. Ts recommended replacement of the device. To date, there have been no reported adverse patient effects related to this clinical observation.